Event description:
It was reported that loss of capture was noted on the right ventricle (rv) lead resulting in syncope. Additionally, high pacing impedance and oversensing was noted on the rv lead. Diagnostic imaging was performed and possible cardiac perforation was suspected. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.